Event description:
Blis inserter issue: during eye surgery, while inserting iol (lens), inserter malfunctioned. This caused haptic on lens to get stuck, separating lenses. Because of this malfunction, the lens that was inserted had to be cut out of eye and a new lens was inserted. To clarify related to envista injectors. The injector is two pieces that need to be assembled. Some of them aren't locking well together. Interestingly, when you try to advance the lens by spinning clockwise, and if the joint is not totally secure, this clockwise motion can actually un screw the injector assembly. As a result, the back haptic got amputated on a case last week. We cut the lens and pulled it out, figured out what happened, and reinserted a new lens on the bag. We will be carefully checking these from now on, but the scrub nurses noted that some of them don't lock as well. It seems like there could be an engineering control on the device that would easily indicate if the pieces were not fully engaged. The sales rep investigated and reported the following: "I just wanted to follow up on your message as well. Please take a look at the loading instructions below pertaining to the blis injector. If you look at step 2, you will see a hole on the plunger of the inserter. A quick check to confirm the body and plunger are connected properly is to make sure that when the two parts are threaded together, that hole should not be visible. If it is visible, the body and plunger are not connected properly. We can go through this step with the techs again on your next surgery day. The blis inserters do have serial numbers, so if you do notice an issue with one, please note the serial number and we can examine and determine if it needs to be taken out of circulation."